Manufacturer narrative:
(B)(4); batch#: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused, or contributed to the event.

Event description:
It was reported that during and unknown procedure, after device was fired, it was noted the staples were malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.